Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site on that the patient had tarry stools with anemia. No additional information available.

Manufacturer narrative:
Additional information received: no additional information will be available from the site. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.